Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested for not alarming due to the system being covered with sieve dust and the unit not being repairable, so the original complaint issue was not able to be confirmed.

Event description:
The dealer stated that the unit is only running at 65-72 percent oxygen purity and the unit is not alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the unit is only running at 65-72 percent oxygen purity and the unit is not alarming.